Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump, specifically a crack in the main unit, the customer also noticed battery of the insulin pump began running low. The customer recalled a fall about a month ago that may have caused the damage. The event involved product(s) mmt-1882. Troubleshooting was performed, and the damage was found to compromise the water resistance of the insulin pump, making it prone to errors. The customer was instructed to monitor blood glucose levels and the condition of the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1882 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 36.0 received the low battery alert (104) on 06/04/2025 12:36:00 after more than 7 days at 11.21 days. Battery cycle 35.0 received the low battery alert (104) on 05/24/2025 07:24:00 after more than 7 days at 11.27 days. Battery cycle 34.0 received the low battery alert (104) on 05/12/2025 23:48:00 after more than 7 days at 11.48 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube). No power errors noted and passed all required testing. Confirmed cosmetic damage at battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.